Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up on (B)(6) 2021 it was noted the threshold and pacing impedance had increased on the right ventricular (rv) lead. During another follow up on (B)(6) 2021 it was noted the threshold and pacing impedance were increased and out of range on the rv lead. Provocative testing was performed and no anomalies were observed. Lead damage was suspected. No intervention has been performed and the patient will continue to be monitored. The patient was stable.